Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose levels on multiple occasions. Reportedly, low blood glucose levels were due to physical activity. Customer stabilized low blood glucose levels with orange juice.